Event description:
It was stated that the device had cracked occlusion seal. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. The downstream occlusion (dso) seal was found to be cracked. Functional testing was performed. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is wear and tear with time and maybe cleaning products used. The dso seal was replaced. The device passed all functional testing after repair.